Event description:
A pharmacist indicated that two sleeves had a "bump" at the office, which led to resistance during the introduction and extraction of the sleeve into the patient's eye, during both procedures. He also indicated that the sleeve was twisting during the procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample has been received, but has not yet been evaluated. (B)(4).